Manufacturer narrative:
Zip code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported right side rupture. Device has been explanted.

Event description:
Physician reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device photograph(s) for the device related to the reported event of rupture, was reviewed on jan 17, 2022. Visual analysis of the photographs identified; device patch with lot number 2750530, an opening, and red particles on the shell. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.